Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that child patient experienced an event of infusion set bent cannula on (B)(6) 2025. The insertion site was thigh. The infusion set was in use for one day. The blood glucose level was 21mmol/l and the patient was treated with manual injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.